Event description:
It was reported an over infusion event involving an unspecified medication. It was noted that when the bag was hung, the door was closed and the pump was being programmed to infuse. It was at this point that the nurse reportedly observed a stream going through the drip chamber. The event occurred in medical intensive care unit (micu). Additional information provided through bd representative during site visit: patient had new central venous catheter (cvc), rn was changing over to new IV medications with new tubing. A new bag of concentrated levophed was initiated with new tubing on a new pump/channel. IV tubing clamped, installed into pump, pump programmed and pressed start while un-clamping tubing. Levophed reportedly free flowed immediately, caught by rn, free flowed for approximately for 2 seconds, immediately clamped. Md was in room with rn at time of incident. It was reported that the patient became bradycardic to 45 beats per minute and hypertensive to 190s systolic. Levophed remained clamped. When the nurse did a demonstration on how she primed, loaded and started the pump, she pressed start prior to unclamping the roller clamp. The following information was obtained by bd representative during site visit: date of event: 05 march 2023, time: 3:30pm. What solution was infusing when you experienced the perceived over infusion? What was the programmed rate and volume? Levophed 6 mcg/min 2.8mls/hour made in a 250 ml bag. What profile was the infusion programmed in? Adult profile. Was the infusion programmed in guardrails? Yes. Was the solution administered as a primary or secondary infusion? Primary. What is the typical duration of the solution? 24 hours. Did the IV device alarm? It alarmed upon initially loading and then stopped when she closed the door. After she occluded the tubing, it alarmed. Gather details around specific set loading or re-loading and how done before this event/ issue. IV set was loaded with the safety clamp open. The clinician demonstrated how the clinician loads, and the clinician was trying to push the upper fitment into the recess rather than dropping it in is the IV set loaded properly? (A properly loaded upper fitment will fit loosely in the recess.) Unknown; the tubing was removed from the device. Following IV set loading, were any drops noted after unclamping the roller clamp? She did not look up at it until she was pressing start and unclamping and then she immediately pinched off the tubing as it appeared to be unregulated flow. Was flow observed from the secondary into the primary (primary container increase in size)? Was a primary infusion only. Any other fluid containers or tubing¿s in close proximity to device? Yes, had 6 infusions. Describe if any manipulation with flow-stop after priming or re-priming? None what was the volume infused on the IV device? It was immediately stopped. Please describe your set-up (container to the patient)? Model of IV devices (pcu, lvp, etc.), model of all tubing used (brand, model and reference number), extension sets, any add on devices: pcu, lvps IV set 2420-0500. It was directly connected to an ij, no manifold, no other lines connected to that port of the ij. Are other areas of the hospital having the same problem? Yes, a similar event reported on (B)(6) 2023 and previously had over infusions reported (pr 7361909 ). What type of fluid container is used? Bag, bottle, rigid container such as burette or saddle bottom IV bag: baxter bags. No hard saddles not semi rigid. Does the container have overfill? Does the pharmacy label contain the actual volume or diluent volume? What is the labeled volume on the infusion? Pharmacy adds the levophed to the 250 bag, does not remove fluid or air. Is the IV line primed with the medication or IV fluid? Primed with levophed. Who primes the IV tubing for the infusion? (Pharmacy or nurse) nurse is the drip chamber 2/3 full? No drip chamber did not appear to be 2/3rds full and when nurse demonstrated prime she did not fill it 2/3rds full. Where is the level of the IV device? (Ensure that the device as close to the level of the patient¿s heart as possible. Patient¿s heart level should be in line with the channel select key.) Nurse reported that it was at the level of the patient is the fluid container the appropriate head height? (Primary 20¿ secondary at least 9 ½¿ hanger fully extended) pcu was not sent to biomed on a pole but nurse reported that the pcu was at the level of the patient as there was another pcu above it, so should have had appropriate head height. Any visible damage noted to the pump module? (Inspect if platen intact, cracked bezel, sear) no breaks noted on platen hinges or door. Membrane appeared to be pulling out slightly on one side and the membrane frame appeared to be slightly lifted on the lower left corner. There was quite a bit of crusty white material on the device and in the safety clamp housing. Small amount of corrosion noted on the iui connector. Sears appear intact. Assess cleaning and inspection process for IV devices (fleet assessment).

Manufacturer narrative:
Omit : b21 type of investigation not yet determined, c21 results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52 (f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion event involving an unspecified medication. It was noted that when the bag was hung, the door was closed and the pump was being programmed to infuse. It was at this point that the nurse reportedly observed a stream going through the drip chamber. The event occurred in medical intensive care unit (micu). Additional information provided through bd representative during site visit: patient had new central venous catheter (cvc), rn was changing over to new IV medications with new tubing. A new bag of concentrated levophed was initiated with new tubing on a new pump/channel. IV tubing clamped, installed into pump, pump programmed and pressed start while un-clamping tubing. Levophed reportedly free flowed immediately, caught by rn, free flowed for approximately for 2 seconds, immediately clamped. Md was in room with rn at time of incident. It was reported that the patient became bradycardic to 45 beats per minute and hypertensive to 190s systolic. Levophed remained clamped. When the nurse did a demonstration on how she primed, loaded and started the pump, she pressed start prior to unclamping the roller clamp. The following information was obtained by bd representative during site visit: date of event (B)(6) 2023, time: 3:30pm. What solution was infusing when you experienced the perceived over infusion? What was the programmed rate and volume? Levophed 6 mcg/min 2.8mls/hour made in a 250 ml bag. What profile was the infusion programmed in? Adult profile. Was the infusion programmed in guardrails? Yes was the solution administered as a primary or secondary infusion? Primary what is the typical duration of the solution? 24 hours. Did the IV device alarm? It alarmed upon initially loading and then stopped when she closed the door. After she occluded the tubing, it alarmed. Gather details around specific set loading or re-loading and how done before this event/ issue. IV set was loaded with the safety clamp open. The clinician demonstrated how the clinician loads, and the clinician was trying to push the upper fitment into the recess rather than dropping it in is the IV set loaded properly? (A properly loaded upper fitment will fit loosely in the recess.) Unknown; the tubing was removed from the device. Following IV set loading, were any drops noted after unclamping the roller clamp? She did not look up at it until she was pressing start and unclamping and then she immediately pinched off the tubing as it appeared to be unregulated flow. Was flow observed from the secondary into the primary (primary container increase in size)? Was a primary infusion only. Any other fluid containers or tubing¿s in close proximity to device? Yes, had 6 infusions. Describe if any manipulation with flow-stop after priming or re-priming? None what was the volume infused on the IV device? It was immediately stopped. Please describe your set-up (container to the patient)? Model of IV devices (pcu, lvp, etc.), model of all tubing used (brand, model and reference number), extension sets, any add on devices: pcu, lvps IV set 2420-0500. It was directly connected to an ij, no manifold, no other lines connected to that port of the ij. Are other areas of the hospital having the same problem? Yes, a similar event reported on 3/2/2023 and previously had over infusions reported (B)(4). What type of fluid container is used? Bag, bottle, rigid container such as burette or saddle bottom IV bag: baxter bags. No hard saddles not semi rigid. Does the container have overfill? Does the pharmacy label contain the actual volume or diluent volume? What is the labeled volume on the infusion? Pharmacy adds the levophed to the 250 bag, does not remove fluid or air. Is the IV line primed with the medication or IV fluid? Primed with levophed. Who primes the IV tubing for the infusion? (Pharmacy or nurse) nurse. Is the drip chamber 2/3 full? No drip chamber did not appear to be 2/3rds full and when nurse demonstrated prime she did not fill it 2/3rds full. Where is the level of the IV device? (Ensure that the device as close to the level of the patient¿s heart as possible. Patient¿s heart level should be in line with the channel select key.) Nurse reported that it was at the level of the patient. Is the fluid container the appropriate head height? (Primary 20¿ secondary at least 9 ½¿-hanger fully extended) pcu was not sent to biomed on a pole but nurse reported that the pcu was at the level of the patient as there was another pcu above it, so should have had appropriate head height. Any visible damage noted to the pump module? (Inspect if platen intact, cracked bezel, sear) no breaks noted on platen hinges or door. Membrane appeared to be pulling out slightly on one side and the membrane frame appeared to be slightly lifted on the lower left corner. There was quite a bit of crusty white material on the device and in the safety clamp housing. Small amount of corrosion noted on the iui connector. Sears appear intact. Assess cleaning and inspection process for IV devices (fleet assessment).